Event description:
The pt obtained an er2 message on the ultra meter that could not be resolved with troubleshooting. Inability to obtain a glucose reading may lead to a delay in treatment or a treatment decision in the absence of a glucose result.